Manufacturer narrative:
(B)(4): the reported description notes that during a patient procedure, the customer had the bedside monitor connected to a third party display. The customer was aware that the patient's spo2 values were not transferred to this display. In addition, it was reported that the bedside monitor visual screen was displaying spo2 monitoring. The patient's spo2 value fell below the preconfigured patient parameter, but the bedside monitor did not produce a patient alarm as the customer has shut the alarm to off. It was reported that the patient required additional supportive measures (ventilation). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the patient's spo2 value fell below the preconfigured patient parameter, but the bedside monitor did not produce an alarm (as the customer has shut the alarm to off). It was reported that the patient required additional supportive measures (ventilation).